Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a farawave nav catheter was selected for use. The posterior wall (pw) was assessed for isolation using intracardiac echocardiography (ice) and pacing maneuvers. Areas demonstrating conduction were ablated, and pacing output was reduced to evaluate for far field capture. Despite continued applications, the posterior wall could not be isolated. A total of 100 pulse field applications were delivered. Due to the inability to achieve effective therapy and concerns that continuing treatment could become unsafe, the procedure was aborted early. No patient complications occurred, and the patient recovered fully. It was further reported that it was indicated that information regarding farawave batch number could not be recorded and confirmation of if the catheter presented a difficult to position issue is unavailable per customer/account, however, regarding if there was any malfunction in the device that led to the ineffective treatment, it was confirmed that no equipment failure was observed. At the account it has been seen a few patients with very difficult posterior wall (pw) isolation.

Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a farawave nav catheter was selected for use. The posterior wall (pw) was assessed for isolation using intracardiac echocardiography (ice) and pacing maneuvers. Areas demonstrating conduction were ablated, and pacing output was reduced to evaluate for far field capture. Despite continued applications, the posterior wall could not be isolated. A total of 100 pulse field applications were delivered. Due to the inability to achieve effective therapy and concerns that continuing treatment could become unsafe, the procedure was aborted early. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.